Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete g2- foreign country - japan.

Event description:
It was reported before surgery that the actual product inside the package had black foreign matters. There was no harm or delay reported. There were no signs of battery deformation or leakage. Due diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product/provided pictures confirmed there was a white debris on the tubing of the device. The white debris is visible at 12-18 inches under normal lighting with up to 10 second inspection. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.